Event description:
It was reported that the physician was using the cable and the cable had high impedance. The cable was changed and then impedance measurements were normal. The cable was returned to the manufacturer for analysis. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, four pins were bent in the plug and the plug would not fully connect into analyzer connector. Also, the red boots were discolored and the black boot was ripped.